Event description:
It was reported that customer experienced two cartridge alarms over the past two months but could not provide specific dates or details about what happened. Customer reported blood glucose level of 623 mg/dL due to the issue. Customer gave correction bolus via the pump, changed cartridge, and resumed insulin, and did not need help from others; issue was resolved.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.